Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc tubing was defective/damage. At 10:10 a.m. On (B)(6) the nurse gave the patient an indwelling needle puncture to establish intravenous access as instructed by the doctor, and found that the indwelling needle connection tube was broken during the infusion the next day. Immediately stop the infusion, replace the indwelling needle for the patient, and re-puncture.

Manufacturer narrative:
1. DHR/bhr review lot#3332142. 1-this batch of products were assembled at intima ii auto line 4 in november 2023 and packaged at r240 package line in november 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the extension tubing batch used in this batch of products is 3293221, review the raw material inspection records, no abnormalities. 2. No defective sample and photo have been received, the specific site and damage state of the break of the extension tubing cannot be identified. 3. The retained sample of this batch is taken for the pull strength test between the extension tubing and the pp connector, and the pull strength test between the extension tubing and the catheter hub. The test results are all within the product specifications. Please refer to the attachment for test reports. Conclusion(s): no abnormality is found on process and retained sample. As the defective sample has not been returned, the relevant tests cannot be performed, and the usage of the sample is unknown, the root cause of the break of the extension tubing cannot be determined.

Event description:
No additional information provide.